Event description:
The customer reported that the 840 ventilator screen went blank. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced power supply. The ventilator passed all testing.